Manufacturer narrative:
Concomitant medical products: product ID: 977a275, lot#: 0217669043, explanted: asku, product type: lead; product ID: 977a275, lot#: 0217576528, explanted: asku, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient¿s implantable neurostimulator (ins) was infected. The patient¿s ins and leads were explanted as a result of the issue; the specific explant date was unknown. It was noted the ins was re-sterilized following explant and was re-implanted and connected to new leads at the time of report. Since the explant was ¿months ago,¿ the ins was ¿re-sterilized¿ in an oxide chamber using ethylene oxide. The ins was charged, stayed on, and remained in use as of (B)(6) 2020. There were no further complications reported or anticipated.